Event description:
The facility representative reported a colleague infusion pump with failure code 807:03. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During baxter's review of the device event history, it was discovered that the event occurred during delivery. No additional information is available.the user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4).the reported condition was confirmed but not duplicated. The assignable cause was due to faulty phm (pumphead module). The phm has been replaced.a follow-up medwatch report will be submitted if additional information becomes available.